Manufacturer narrative:
The cpu pcba was returned to failure investigation for analysis. The root cause was a failure of the ls1; the customer's complaint was verified.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30sep2020.

Event description:
It was reported to philips that the device had a failing backup alarm. A good faith effort was made and the customer stated that this was an out of box failure, and was not in use. A good faith effort was made to the customer who responded that this was an out of box failure and is being replaced. A replacement device was sent to the customer sent via (B)(6).